Event description:
It was reported to vyaire medical that the ltv 2150 ventilator had crc (reset alarm).the issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
81 other - the suspect device will not be returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.

Manufacturer narrative:
H11: correction. D4: corrected model#. Section d4 was updated to indicate correct model #. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.